Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Based on the information available, there was no device available for analysis. The reported patient symptom is cause not established with inflatable penile prosthesis (ipp) procedures and is noted as such in the device instructions for use.

Event description:
It was reported that the patient was having issues operating this nflatable penile prosthesis (ipp). It was confirmed by the doctor that the device was not refilling properly. A replacement procedure was performed and, during the procedure, the physician found there was fluid loss from the device and air bubbles present in the pump. A cloudy liquid was removed while draining the pump. A new ipp was implanted. No patient complications were reported.